Event description:
It all started at the end of (B)(6) 2021 with extreme fatigue, dizziness and headaches, then came swollen lymph nodes, numb fingers and toes, diarrhea, fever, low temperature, nosebleeds, nausea. Since february new respirator from resmed and the dizziness finally decreases. I have been on sick leave since november. FDA safety report ID # (B)(4).